Event description:
On 11/10/98 customer obtained a bhcg value of 1300 mlu/ml from ER patient experiencing vaginal spotting and numbness in leg. Result was reported to physician, physician questioned result because ultrasound showed 16 week old viable fetus. Sample was retested with a result of 23,052mlu/ml. No treatment was given to patient. No report of injury, or impact to patient management.